Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty-seven devices sealed, representative samples and two images of a wound. Photographic inspection noted inflamed surgical sites. No suture products could be seen in the photo. Visual inspection of the returned product noted that all samples were sealed. Visual and microscopic inspection of the foils noted no abnormalities. Upon opening of the samples, an inspection of the sutures and needles noted no abnormalities. A tensile test was performed on the sealed samples and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The lot of the sutures reported underwent post packaging sterility testing, and no abnormalities were detected. It is unlikely that the infection was a result of a manufacturing activity. Implantation of suture may elicit a minimal acute inflammatory reaction in tissue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient with granulomas of foreign bodies and wound dehiscence underwent coronary bypass procedure, post-operatively, patient developed infection and were treated with antibiotics for 14 days.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of surgical sites. Photographic inspection noted inflamed surgical sites. No suture products could be seen in the photo. As no sealed samples were returned, functional testing could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The lot of the sutures reported underwent post packaging sterility testing, and no abnormalities were detected. It is unlikely that the infection was a result of a manufacturing activity. Implantation of suture may elicit a minimal acute inflammatory reaction in tissue. The identified harms, severities and occurrence rates are in alignment with risk management file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient with granulomas of foreign bodies and wound dehiscence underwent coronary bypass procedure, post-operatively, patient developed an infection and were treated with antibiotics.